Event description:
It was reported that the pt's device was not working properly. The pt has experienced electrical shocking sensations in her vaginal area and was very uncomfortable. The pt programmer displayed that the battery was low. Further info is being requested from the hcp.